Manufacturer narrative:
Olympus representative recommended cleaning the contacts per instructions for use (IFU). The customer cleaned the device following the recommended instructions then powered off and on the light source and the device began working as expected. Per customer request, three follow up attempts for a call back were made but no response was provided. It is olympus's understanding that the device has continued to operate properly following the cleaning.

Event description:
It was reported, the evis exera iii xenon light source device was displaying a (B)(4) error while used in conjunction with multiple scopes. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there may have been residue (liquid or foreign matter such as liquid residue, dirt, gauze) adhered to the electrical contact of the scope, causing instability and interference with communication between the scope and the video connector, causing the b30 error. The following is written in the instruction manual regarding the connection of the scope connector: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction".